Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that affected for recall dim segment replaced u4 on display board. A review of the device history record showed the device had a manufacture date of 07/30/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the display board. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Dim u4 display segments / 1143616. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported the display / screen has a weak 7 segment led. No patient involvement.

Event description:
The customer reported the display / screen has a weak 7 segment led. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the display / screen has a weak 7 segment led. No patient involvement.